Event description:
It was reported that prior to placing the device in the patient on a hand assisted partial nephrectomy procedure, the device was torn. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the retractor sheath separated from the upper retractor ring. Further evaluation found that a vertical tear 2-inch in length starting at the upper retractor ring side was evident. No other damage was observed. It could not be determined what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.